Manufacturer narrative:
(B)(4). Insulin pump received with blank display due to corroded electronics assembly. Motor and force sensor was also corroded. Unable to perform displacement test, sleep current measurement test, active current measurement test and self test due to blank display.

Event description:
The customer reported via phone call that their insulin pump had power loss alarm and huge crack on the back side. The customer¿s blood glucose was unknown at the time of incident. Customer was able to successfully clear the alarm. Customer was in the hospital had hand surgery. The customer was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the backup plan as per healthcare professional instruction. The insulin pump will be returned for analysis.